Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
User called into emergency support program (esp) line to request support with an iab catheter restriction alarm. While the nurse was turning the patient, the pump started alarming and went into standby. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.